Manufacturer narrative:
Manufacturing process review performed on 26-july-2019: batch released on date: 04/08/2017 n. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Have we received other complaint for this batch? No. There aren't non conformity elements in the document review. Preliminary investigation performed on 22-july-2019: preliminary investigation performed on 22nd july 2019. It is possible that the drill bit broke for an high flexion force, but from the received information it is not possible to determine the root cause of the event. Visual inspection performed by medacta r&d hip project manager: visual inspection performed on 25 july 2019. Analyzing the broken piece, we confirm what indicated in the preliminary investigation; a possible cause is that the drill bit broke for an high flexion force, but from the received information it is not possible to determine the root cause of the event.

Event description:
During the primary hip surgery and while drilling a hole in the acetabulum for screw placement, the drill bit broke. A portion of the drill bit was left inside of the patient's acetabulum when the drill bit broke but the surgeon was able to successfully remove it with a rongeur. There was a 5-minute delay in the case and the surgeon implanted the screw after determining no further drilling was needed. The surgery was completed successfully.